Event description:
Arjo became aware that the citadel patient care system was not functioning properly. The customer reported: "foot section of the bed not inflating, buttons are not on". The bed was in use by a patient at the time. No injury was reported. No system malfunction was identified.

Manufacturer narrative:
The review of previous complaints revealed that if no device failure is detected, the bed's movement may be caused by the unintentional activation of the buttons on the control panel. An arjo service technician visited the facility and was informed that the CPR button had been unintentionally pressed by the patient¿s family. This caused the mattress to deflate and the bed frame to move into a flat position. The instruction for use (IFU) for citadel bed (830.213-en) includes information: "lock-outs - lock-outs for bed functions should be used at staff's discretion to prevent unintentional operation of bed" the arjo device did not fail a specification since no malfunction could have contributed to the alleged movement of the bed. The device was used for the patient's treatment when the issue occurred. The complaint was assessed as reportable due to the allegation that the bed moved unintentionally. No injury was sustained.